Manufacturer narrative:
Correction : the correct physician is added to this report .

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg would not hold charge for more than 30 minutes. In turn the ipg became inoperable. As a result surgical intervention may take place to address the issue.